Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, the pacemaker was found in back-up vvi mode due to nmi (non-maskable interference). Reprogramming was carried out with the assistance of technical support to resolve the event. The patient was stable and there were no adverse consequences.